Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 17-dec-2018, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 17-dec-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that the patient lost effective scs coverage. It was reported that the patient was an avid biker and skateboarder. The patient thought that they may have moved the leads during a potential fall. The manufacturer representative reprogrammed the patient in (B)(6) 2019. The hcp office provided the manufacturer representative a new x-ray showing the lead position after migration and the manufacturer representative attempted to provide adequate paresthesia with the new position. The results had minimal success. The leads were revised on (B)(6) 2019 and the issue was confirmed to have been resolved. No further complications were reported.